Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass procedure, after a successful fire of the green reloads (not the first firing in the case); the cartridge came apart when attempting to remove it from the stapler. The plastic, green portion came out, but the metal part of the cartridge got stuck in the cartridge channel of the stapler. The scrub tech was unable to remove the metal piece. A second reload was opened for the next firing, with a new stapler, and the issue happened again with the cartridge. The next two firings were with blue reloads and there were no issues with these firings. Case completed with another device and reload of the same product code. No reloads were wasted. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results that one plee60a device was returned with no visual non-conformances and with no cartridge loaded on the device. In addition a cartridge pan was found lodged inside the channel. Cartridge (a) ecr60g, l54420 was received fully fired and with cartridge pan dislodged. Cartridge (b) ecr60g, l54420 was received fully fired and with cartridge pan dislodged. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: per rep: I observed tech load/unload the stapler and did not see anything wrong with her process. She was using her thumb on the tip of the cartridge, as we instruct.